Manufacturer narrative:
The patient reportedly died on an unknown post-operative date. (B)(4). Despite attempts to obtain additional information regarding the death, the hospital would not provide any information due to patient privacy concerns. It has been reported that the patient had cancer, and that it is very likely that additional co-morbidities exist. Therefore, in the absence of patient history, and the cause and timing of death, it is not possible to determine whether or not the death is related to the synthes devices. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information was received on (B)(6) 2016 indicating that the patient passed away post-operatively. Although an autopsy was conducted by a pathologist, the hospital is not willing to release the results at this time due to patient privacy concerns. It was noted that the patient suffered from cancer (unspecified) and that the presence of additional co-morbidities was possible.

Manufacturer narrative:
Patient weight is unknown. Additional product codes for this report include mqn. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent the trumatch planning process prior to a mandibular reconstruction procedure with vascular fibular graft. During the procedure, which was conducted on (B)(6) 2016, the stencils were cut and used to cut the plate and segments. However, the pieces did not fit together as expected. The segments were much too long for the distance approved for the plate. All of the cutting stencils were used and the plate holes were pre-drilled as recommended. As a result, the device had to be manually tailored to the fibular segments during the procedure. The procedure was prolonged by thirty (30) to sixty (60) minutes with the precision of the reconstruction reduced. Although the procedure was completed, the surgeon is unclear of the consequences that could result. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
The products were not returned and documents related to the patient¿s death like or/autopsy reports were not available for review by the manufacturer. An investigation summary of the provided information was completed: it seems like another operation has taken place following the procedure that involved synthes products - another skinflap has been raised. It is unknown if this was in relation to the first procedure or not. It is unknown what kind of surgery it was. The information about the date and cause of death was not provided. The patient had cancer and therefore it is very likely that there were co-morbidities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: e-mail dated 17.may 2016 states that in this case there was one kit used. The kits article number is sd900.051 and the lot number is me16faften. So the two provided article numbers (sd 900.101 and sd900.102) are in fact both part of one and the same kit. The according details about this kit, for which ¿(B)(4)¿ is the legal manufacturer . ¿ as in this complaint, there are two components from different legal manufacturers involved, the product manager (pm) suggests, run two complaint investigations, one with the supplier, (B)(4), and one with (B)(4).